Event description:
I had cool sculpting done approx 6-7 months prior and gradually I noticed parts of my abdomen, where I had the procedure done, got larger instead of smaller. FDA safety report ID# (B)(4).